Event description:
New information states the device was explanted.

Event description:
It was reported that upon attempt interrogation, the implantable cardiac monitor exhibited telemetry anomaly. A different programmer was used but issue remained. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis confirmed the reported complaint of unable to interrogate due to premature battery depletion. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.